Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of a permanent out of range signal.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.